Manufacturer narrative:
Pump was received with cracked reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir tube o-ring and missing reservoir retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir compartment¿s retainer ring was loose. They could not securely fasten the reservoir. It was unknown how the damage occurred. The customer¿s blood glucose level was unknown. The device will be replaced and returned for analysis.